Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 416 mg/dl. The customer had no any symptoms, treated with bolus. Customer's current blood glucose value was 416 mg/dl. Customer stated that they had issue with insulin pump and customer stated that insulin exited at the quick release. Customer stated that the drive support cap was normal. Troubleshoot was performed for high readings. The product was not returned for analysis.